Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020- 00046.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020- 00046.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: unk fiber metal midcoat stem unk zimmer trilogy cluster acetabular shell catalog#: 00885100832 neutral liner 32 mm i.d. Size gg lot#: 62130896.

Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to trunnionosis with metallosis and abductor muscle necrosis, taper corrosion, pseudotumor. It was noted that metallic stained fluid was found and evidence of metal debris, both abductor muscle nercrosis and capsular tissue necrosis involving 30% of abductor muscles along with evidence of extensive corrosion inside the femoral head and the taper .no further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient underwent a revision procedure in (B)(6) 2016. Concomitant medical products: item # unknown, unknown liner, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown stem, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02419 stem, 0001822565-2019-02421 liner, 0001822565-2019-02423 cup.

Event description:
It was reported that the patient had revision due to unknown reason. Attempts were made to obtain additional information; however, none was available.